Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding off-label use involving a triathlon baseplate was reported. Conclusion: based on the provided information, the reported device was re-implanted. As per the IFU, qin 4376 version d, "never reuse an implant, even though it may appear undamaged." Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that the right knee tibial components were removed and repositioned.

Event description:
It was reported that the right knee tibial components were removed and repositioned.